Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:50:46. During night drain cycle six, the patient's ultrafiltration reading was 1716 ml, indicating the home patient drained 1486 ml more than their maximum programmed fill volume of 2300 ml. No additional information is available.